Event description:
In 2009, patient requested assistance adjusting time. Patient reported, she woke up with elevated blood glucose of 222 mg/dl. Patient's normal blood glucose range is 150 mg/dl. Patient stated she feels her elevated blood glucose is related to her clock not being set correctly. She stated she changed her insulin cartridge and infusion set two days ago. Patient reported her insulin appears to be clear and she was able to bolus to correct her elevated levels. On call back two days later, patient reported she saw an air bubble in the insulin cartridge following initial conversation. She stated she believes this is what caused her elevated readings. Patient reported she primed the air bubble out and then her blood glucose returned to target range. She stated that the air bubble formed during the initial cartridge change. Patient reported difficulty with cartridge change process and air bubble formation. Patient reports she fills cartridges to 280 units and adjusts piston rod forward to 280 units. Reviewed importance of properly aligning piston rod with base of cartridge. Advised if this is not done, it creates a vacuum and air is drawn in. Advised if cartridge is filled to 280 units, to advance piston rod to 275 units. Submitted request for additional training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.